Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and was able to be duplicated. Upon inspection, the connectors j12 and j17 are damaged. The exhalation pressure transducer (pt801) is faulty. The output differential voltage is outside of specifications. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation

Event description:
The customer stated that this unit was alarming "xdcr fault, high rate, low ve and low pip." The transducers were calibrated and the circuit pressure test failed. There was no patient involvement at the time of the incident.